Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula retracted, after wearing the pod on the arm between 36 and 48 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 400 mg/dl. Hyperglycemia treated by activating a new pod and bolus.

Manufacturer narrative:
The pod was received with the needle mechanism in the not deployed position. The download data from the pod showed that the pod was received in pod state 14 having delivered 47 pulses, all of which occurred during first prime, indicating that the pod did not complete the activation process after finishing first prime. Inspection of the device found no issues that would prevent the pod from completing activation and deploying as intended. The cannula did not retract as reported, as the cannula never deployed.